Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced and software re-installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the table on the 9800 system would not play back cine runs. No pt injury was reported.